Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the patient was feeling a "cold sweat, legs kind of rubbery, lightheaded" during exercise. The patient also reported heart rate changes from "130" to "60 or 70" during exercise. It was further reported by the patient's clinic that the patient had recently discussed these heart rate changes with the physician. The device was reprogrammed; the upper pacing rate was increased and the atrio-ventricular rate was decreased. The device remains in use. No further patient complications have been reported as a result of this event.